Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. A new cartridge was loaded onto the pump to address the issue. Customer's blood glucose level was 98 mg/dl.